Event description:
Reporter stated the menu and check buttons on the infusion device do not function correctly and the protective rubber is damaged. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.